Event description:
Reported via clinical study. It was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 23.3mm. There were no patient complications that were reported to have occurred. The patient was discharged from the hospital on a medical regiment of was discharged on aspirin (81 mg /day) and rivaroxaban (20 mg /day). Three (3) years post procedure the patient presented to the hospital with complaints of left face and upper arm paresthesia and elevated blood pressure. On the same day, magnetic resonance imaging (MRI) scan of brain and lab test were performed. The patient was diagnosed with experiencing a transient ischemic attack and was admitted to the hospital for further monitoring. Clopidogrel (300mg) loading dose was given to the patient in response to event. One (1) day later the patient was started with clopidogrel (75mg /day) in response to event. The same day, the outcome of the event was considered to be ongoing.